Event description:
A customer reported experiencing an "issue with a cassette", and a system message displayed during vitrectomy surgery. The system message was reset and the surgery was completed without changing the cassette. There was no harm to the pt.

Manufacturer narrative:
A sample has been received. The investigation is in progress. A root cause has not been identified. (B)(4).